Event description:
Implant fracture.

Manufacturer narrative:
Implant region 21 fractured. Construction was a single crown on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.